Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Upon receipt, fluid was also noted in the bag that enclosed the sample which suggested leak must have occurred. The source of the leaky fluid was visually observed and confirmed at the connection of the blue winged cap and the luer body. The winged cap was visually noted to be adequately fastened to the luer body (the cap was not over-tightened or under-tightened). This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the leak was due to material build up in the core pins of the internal diameter of the blue winged luer cap causing a rough surface. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) one (1) infusor singleday device was observed leaking during set-up. The device was filled with desferrioxamine. There is no patient involvement. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.